Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated hospital staff called to find out about another implant they had and was told that the pump was an active device on their list. The patient stated that the pump was explanted because 'something was wrong with it. I guess something wrong with it. So when they tried to inject the meds into the actual pump whenever I needed to have that done, they couldn't find the spot to inject it. It slipped out of my stomach and I had to push it back into my skin, it was protruding. One day all of a sudden I started hearing a noise and I was running around the house until I found out it was my pump. It sounded like an ambulance. I talked with the a manufacturer representative who said it's the alarm going off and it's empty.' The patient stated pump alarm occurred 'some time around when it was explanted' and name of manufacturer representative and notify date asked unknown. The patient stated both pump and catheter were explanted by their healthcare provider in (B)(6) 2015.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2015; product type catheter; ubd: 26-may-2017; UDI#: (B)(4). The catheter and pump explant dates were reported to be (B)(6) 2015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.